Event description:
The customer reported that during an angioplasty procedure, air entered the system resulting in an embolism. Standard procedure for treatment of embolism was provided to the pt. The customer reported three defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500 a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The customer did not provide a lot number. The following lot numbers for the same product were evaluated. K264027, exp date: 06/30/2014. Device MFR date: 07/2011. K261103, exp date: 06/30/2014. Device MFR date: 07/2011. K254983, exp date: 05/31/2014. Device MFR date: 06/2011. A f/u report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.